Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A bipap a30 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating that the device cannot be operated after three restarts. There is no documentation stated on a root cause and/or any component replacement to resolve the issue. Additionally, the device was visually inspected, and no foam particles were observed. No repairs were performed. The device will be scrapped per the customer's request.